Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) stopped executing commands. Upon removal, it was observed that the cables were broken, requiring the use of another instrument. The procedure was completed with no reported injury.